Manufacturer narrative:
Device investigation confirmed a malfunction of the device. The root cause for the failure is a non-hermetic transducer due to a defect feedthrough which led to loosening of the internal part of the transducer housing. The problems described in the recipient report appear to match the damage found. This is a combined initial and final report.

Event description:
The user's hearing performance with the device was affected. The user reported a shocking sensation around the implant site which also extends to her right ear and cheek. She reports this sensation with the audio processor (ap) in place and also when not wearing the ap. Re-implantation took place on (B)(6) 2021.